Event description:
Safety stop called due to ongoing issues with new IV pumps. Two baxter IV pumps in two different rooms indicated ivf delivered to pts per pumps display. However, ivf in 1 liter bag is still full. Both were set up to deliver chilled ivf. Equipment # (B)(4) (see vr 7887) and (B)(4).